Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as there was a deviation between the stylus and cursor on screen noted. It was also noted that the printer paper tray had missing parts and the printer paper was almost empty. The upper case was damaged and could not fit with the lower case. The cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.